Manufacturer narrative:
This complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, during npwt, one (1) unkn renasys go caught fire, the pump had a burning smell. Patient turned off the pump, unplugged it and kept it away from him. He has been using the pump for 2 years now, exact date was not given. No troubleshooting steps offered for safety. He has called rotech twice, but he was advised to call us. Apologized for what happened. Referred patient to hcp since he did not have a working wound vac. It is unknown how the treatment was continued. There is no further information available.

Manufacturer narrative:
The (B)(4) was found to be a duplicate of the (B)(4), therefore the (B)(4) will be closed. The current investigation will be discarded. The correct investigation and findings will be performed under the (B)(4).